Event description:
The MFR received information alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's inlet air path assembly foam had become separated from the housing, partially occluding the blower inlet. The inlet air path assembly foam was replaced to correct the problem.